Event description:
New information received noted that the right ventricular lead was capped and replaced on (B)(6) 2019. The patient was discharged with stable vitals.

Event description:
New information received noted that the right ventricular lead exhibited noise.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found the right ventricular lead exhibited oversensing episodes that caused intermittent inhibition of biventricular pacing. The patient presented in-clinic, and the assessment revealed continued intermittent ventricular oversensing, which was unassociated with isometric and pocket maneuvers. The device was reprogrammed. The patient arrived in clinic in stable condition and was discharged similarly.